Manufacturer narrative:
A getinge filed service engineer (fse) found a blue line across the lcd going through the parameters. The fse replaced part number (display mounting plate-0406-00-0916) and (display w/ rtv bead sea-0160-00-0113) and the blue line were no longer present. A full calibration was performed and the unit was tested. The product passed all functional/safety testing and was returned to the customer.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
It was reported that per the service order, during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) had a broken screen. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.